Event description:
Independent repair center: customer alleged is not listed and the key failure is the check valve assembly is leaking.as stated in the independent repair statement faxed order #(B)(4) additional malfunction on this device: no low flow alarm, gear clamp on manifold has a loose hose, and cabinet filter is missing.